Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "bilateral bia-alcl."

Event description:
Regulatory agency reported "aspects morphological and immunohistochemical in relation to anaplastic large cell alk- lymphoma associated with breast implants." This record is for the left side. The device has been removed. Manufacturer of the device is unknown.